Event description:
(B)(4). No serious injury alleged. Malfunction alleged. The consumer explained that the left front caster sticks and she says it fights her to turn. The vinyl padding on both arm pads have completely worn off. MDR filed.